Event description:
Healthcare professional (hcp) reports three fiber leaks noted by blood in the dialysate compartment at the onset of the pt treatments and one fiber leak was noted by pink tinge in the dialysate compartment at the end of the pt treatment. New disposables were used to continue the pt treatments without incident. The dialyzers were reused between 6 - 11 times. Estimated blood loss of 250cc reported. No pt injury and no medical intervention was needed.